Manufacturer narrative:
The reported event of no capture, low pacing lead impedance and insulation damage were confirmed. As received, a complete lead was returned in two pieces with the helix extended and clogged blood/tissue. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. Electrical testing performed did not find any conductor fracture but an internal short was found due to the inner coil over torqued in the connector region during the procedure. The cause of the reported events was isolated to over torqued of the inner coil in the connector region.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead was implanted and there was no capture and low impedance. It was suspected that the insulation wire was damaged. The lead was removed and replaced. The patient was in stable condition.